Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. See additional information on h6 and h10. The UDI number is not available. Olympus has informed the customer that the oev-261h was no longer supported for repair since april 2019 and a discontinuation letter was sent to the customer. Based on the results of the legal manufacturer's investigation, the device was not returned, and a root cause could not be identified. However, it was determined that the failure of oev261h body did not occur. Also, there was no detailed information about the foot switch being problematic as reported by the customer upon follow-up. The customer also confirmed, upon follow up, that the event was found during preparation for use, and it has been resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. As a result of checking the monthly analysis report november, there was no increase trend. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor randomly lost image and would then show the olympus logo. The customer compared the issue to being rebooted. It was also reported that the issue was due to the footswitch and was resolved by replacing the footswitch with one from another campus. The issue was found during preparation for use. It was reported that there was no patient involvement.